Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported they notified their doctor regarding the shocking and issue maintaining body temperature and as a result the device was removed on (B)(6) 2015. Following removal, the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) did not help with their pain and had not used the device in "over a year or two". The patient stated that the stimulation was not on but would get a shock in the foot every so often which started in (B)(6) 2015. They would not be doing anything specific (such as lying down) but would get shocked. The patient did not get the shocking from any accidents or medical procedure. In addition, patient noted that when the temperature gets colder than 40 degrees they can't maintain their body temperature. The indications for use for the implanted device were noted as spinal pain and rsd/causalgia-complex regional pain syndrome. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.